Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8416-50. Serial number: (B)(6). Batch/lot number: 7078932. Model/catalog description: artisan MRI paddle lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4301. Batch/lot number: 34018725. Model/catalog description: precision split suture sleeve 1 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead replacement procedure. The explanted products will not be returned per hospital policy, and patient was doing well postoperatively.